Event description:
Describe event or problem: balloon burst.

Manufacturer narrative:
Balloon ruptured at 3 atm. The rbp for this size is 4 atm. It is unknown what caused the balloon burst. Most bursts are caused by outside pressure of the balloon, i.e. Calcifications, etc.